Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 34 mg/dl at the time of the incident. The customer had food, glucose tablets, and was given intravenous fluids and d50 to treat. The customer was wearing the insulin pump during the incident. The customer found a 10 unit bolus in the bolus history that they did not program. Troubleshooting was completed. The insulin pump will not be returned for analysis. Customer weight updated.